Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. A patient death was reported on 2017-mar-16. The date of death was (B)(6) 2016 and the cause of death was reported to be a blood clot in the patient¿s heart. It was unknown if the death was thought to be related to the device or therapy and also stated in regard to the cause of death being related to the device or therapy ¿yes and no.¿ it was noted that the patient developed a ¿three inch granuloma that caused partial paralysis as it wrapped around the patient¿s spinal cord.¿ the date of the granuloma was unknown. It was indicated that they tried different medications and combing medicines in the pump but the consumer did not know what they were or any concentrations or doses. At an unknown date a healthcare professional (hcp) removed the pump and catheter. It was stated that as the patient experienced paralysis caused by the granuloma, the patient was then not able to move around which caused the blood clot in the patient¿s heart and the patient¿s death, per the consumer. It was indicated that the patient died at home and that no autopsy was done, per the consumer. It was noted that the patient was also taking ¿blood thinners and what not¿ as non-pump drug information. No further information was reported. On 2017-mar-20, additional information was received from an hcp. It was indicated that the hcp had not seen the patient since 2014 and that they had no information related to the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.